Event description:
It was reported that there was a leak between the patient connector of two (2) minicap transfer sets and the titanium adapter. This was observed during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however two (2) photographs of the sample were provided for evaluation. A review of the returned photographs did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.